Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported patient underwent a revision procedure due to the head riding through the liner. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, (the product is still implanted). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products ¿ unknown head p/n unknown l/n unknown; unknown stem p/n unknown l/n unknown; unknown cup p/n unknown l/n unknown.

Event description:
It was reported that patient underwent a hip arthroplasty on an unknown date and is being considered for a revision procedure due to the head riding through the liner. The case has not occurred yet. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.